Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
A device was returned to the third-party service center as part of the recall process with no initial complaint. The device was not in patient use. During evaluation of the device, it was found that there was calcium contamination present in the device. In addition, there was evidence of visible foam particles found in the device. Lastly, the device has been scrapped.